Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the clinician noted the pump was alarming 'air in line'. Upon inspection, it was further noted the tpn was leaking in the pump from the top portion of the 'stretchy part' of the primary tubing. There was no patient harm reported.